Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, the yellow o-ring was visible, the battery cap was unable to be tightened and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/6/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/18/2017 with the following findings: during investigation, the black box showed multiple unexplained pump reboots. The battery compartment was found to be cracked from the threads down to the case seal. The returned battery cap was undamaged and able to fit. The pump powered up with auditory and vibration to a blank screen. The "power" complaint was unable to be adequately investigated. The pump's cover was removed and there was moisture corrosion found on the printed circuit board on the master processor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).